Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's display freezes and keeps rebooting itself. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the suspect monitor board was returned. The malfunction was attributed to the monitor board. The customer received a replacement monitor board to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.